Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 21st 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated, and though the in-vitro testing could not confirm the issue due to the damage to the hydrogel seen upon reception of the sensor in-house, the issue was confirmed during in-vivo data analysis. The investigation shows the system correctly disabled the sensor due to performance failure (low overall glucose signals leading to msp) and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.